Event description:
It was reported that during a da vinci si hysterectomy procedure, the site experienced difficulty removing the permanent cautery spatula (pcs) instrument through the cannla accessory. An isi representative attempted to troubleshoot with the site, however, the site was able to remove the instrument on their own. The surgeon made the decision to convert the planned procedure using open surgical techniques due to difficulty with removing soft fibroids imbedded in the patient's uterous robotically. While performing the open procedure, a piece of the pcs instrument was observed inside of the patient. The broken piece was retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, however, on (B)(6) 2010, the site stated that the permanent cautery spatula instrument was bent at a 90 degree angle while they attempted to remove and it became jammed in the cannula accessory. A follow up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the fragment was successfully retrieved from the patient.